Event description:
It was reported via a post market registry that the patient was experiencing worsening spasticity. The hcp unsuccessfully attempted to withdraw spinal fluid through the catheter resulting in a "presumed dysfunction" requiring surgical replacement. The patient recovered without sequela.